Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self test, a21 error test and off no power test. No battery out limit alarm noted. Unit received intermittent button response due to corroded keypad traces. No frozen screen. No a21 alarm. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump as well as a battery limit alert. The customer stated that there was no damage to the battery cap. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.